Event description:
The deflectable videoscope was returned to the service center with a report of abnormal color tint. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, noisy image and abnormal color tone due to breakage of image sensor, showing only magenta or green image was found to be most likely due to electrical component problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as, electrical/electronic component problems may be a possible cause of the malfunction. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.